Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient had valve replacement surgery and electro- cautery was used. After the surgery, the device exhibited dashes (---) for several parameters. Three days prior to the surgery, the device was functioning normally.